Event description:
The customer stated a lower than expected result was generated on the architect tsh assay. A patient with a diagnosis of lung cancer generated a tsh result of 38.98 uiu/ml. Another sample was pipetted from the parent specimen and retested. The tsh result was greater than 100 miu/ml with an autodiluted result of 176.68 miu/ml, which was reported. There was no report of impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). No return material was available for evaluation. A labeling review performed as part of this evaluation identified that there are sufficient instructions in the product labeling to assist the customer in resolving this issue. A lot search for 04912jn00 identified that this is the only complaint received to date for that reagent lot. A review of architect tsh complaints did not identify any trends or atypical complaint activity associated with the assay. Accuracy testing was performed using file samples of architect tsh lot 04912jn00. Validity and acceptance criteria were met indicating the reagent lot is performing acceptably and within label claims. No product deficiency was identified during the investigation